Event description:
It was reported that this brady lead was not implanted successfully due to product performance anomaly and a new brady lead of the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance anomaly and a new brady lead of the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to helix bent resulting in extension complications. This lead was returned. No adverse patient effects were reported.